Event description:
The hospital reported that during preparation for a coronary artery bypass procedure using acrobat-I stabilizer z. Once they removed the device from the packaging, that the "tightening knob" would not tighten the positioner arm, it would just continually & feely spin. There was no reported damage to the packaging. The product never came into contact with patient. The finished the case without using a positioner device. No patient involved.

Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, e3, g4, g7, h2, h6, h10 the lot # 3000193165 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a